Event description:
The customer reported that the nurse was setting up the pump for infusion when the IFU connector smoked and melted some of the plastic. There was no report of any patient harm.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer's report of the iui connector smoking/melting plastic during an infusion was confirmed. The pcu and pump module were received with damaged iui connectors. The smoking and melting of plastic during an infusion was not duplicated during testing of the returned devices, however, the right iui of the pump module and the left iui of the pcu were received burnt and melted around pins 13 and 14. The observed thermal damage is consistent with what is known to occur if a conductive fluid comes into contact with the iui power and ground pins creating a low impedance or shorted condition between the pins. Low impedance in conjunction with current flow can lead to sufficient heat dissipation that induces melting of the connector's plastic housing. Fluid residue was observed on the iui connectors and inside the iui cavities where the iui's are seated. The condition of the iui connectors suggests the customer should review their current cleaning and preventative maintenance inspection processes to ensure they are following the recommendations and instructions outlined in the directions for use to prevent future occurrence. The root cause of the customer's report was not identified, however the presence of fluid observed on the iui's and in the cavities where the iui's are seated suggest fluid ingress onto the iui's created a conductive bridge between the iui's adjacent pins causing the melting and overheating of the iui connectors.